Event description:
The patient underwent a procedure for a trial scs system. It was reported the lead exhibited impedance issues during the procedure and the physician decided to explant and replace the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.